Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant contralateral limb was advanced through the left femoral artery; the tip of the delivery system had reached the distal of the stub leg but could not be advanced further because of the extreme tortuosity of left iliac. The physician made several attempts to advance; however, he decided to pull back the whole delivery system. The physician could not pull system back so he applied extreme force to pull the system back. When he took the delivery system out of patient it was seen that sheath was wrinkled and first five stents of the contralateral limb were deployed. The product was discarded and replaced by another (B)(4) which, was deployed successfully. No clinical sequelae were reported, and the patient is fine. A review of images of the removed device showed that 5 of the stents had been deployed; the distal stents were within the sheath which was visibly kinked in numerous locations. Likely anatomy related, however, the exact cause could not be determined as the device is not returning. A review of the pre-implant films show that the patient had a 11-12cm taa, approx 7cm aaa, and the left common iliac was aneurysmal and contained lot's of thrombus. The iliac artery was extremely tortuous w/calcification. The anatomy likely contributed to the positioning difficulties.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (kink, access failure), patient's condition affected effectiveness of device (anatomy related; extreme left iliac tortuosity). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; extreme left iliac tortuosity).